Event description:
It was reported that the central nurse's station (cns) was stuck in a constant reboot. No patients harm were reported.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, bme (B)(6) reported the cns-6201a (pu-621ra sn:(B)(6)) monitors went into a reboot sequence that was not initiated by them. The unit rebooted and was stuck in a constant reboot before finally booting up properly. Service requested customer wanted to know why this happened. Service performed the cns was located in the closet and was working for 3 hours with no issue. Customer would call back if issue happens again. Investigation result the device warranty began 01/27/18, which is over 1 year prior to the reported issue. Review of device history found no previously reported issues of the unit rebooting. Information on the conditions at the facility, including whether the unit was connected to a ups along with ups age and condition, was not provided. Similar tickets review using the following keywords found reported issues: "pu-621ra reboot" (1) (B)(4) reported 01/03/18 at (B)(6) medical center in which the cns (sn: (B)(6)) self rebooted. Suspected cause: improper maintenance (2) (B)(4) reported 01/09/19 at (B)(6) in which the cns (sn:(B)(6)) spontaneously rebooted. Bme was unsure when the last time the device was restarted. The unit was returned and nka evaluation was unable to duplicate the reported issue. (3) (B)(4) reported (B)(6) 2019 at (B)(6) in which the cns (sn: (B)(6)) was reported to restart on its own during normal operation. Investigation found the file system structure on the disk was corrupt and unusable. This could cause a reboot. Customer was advised to run check disk and check for damage/replace if necessary. (4) (B)(4) reported )b_)was reported to spontaneously reboot. Last preventive maintenance (pm) performed was two years prior. (5) (B)(4) reported (B)(6) was reported to randomly reboot. Customer stated the issue occurred a couple months prior and was isolated to faulty ups system. (6) (B)(4) reported (B)(6) at (B)(6). Evaluation found hdd's old and degrading. The above reported issues show a trend of improper cns maintenance. Customer's internal maintenance for this unit is not available. There is no record of nka servicing performed on the unit. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The unit was not returned and no nka evaluation was performed. Based on the available information, the root cause could not be confirmed. Unit has no prior history of rebooting. Customer reported no further issues with the unit rebooting. Review of tickets opened at customer facility found no other reported issue with rebooting. This issue is not suspected to be caused by deficient design. Investigation conclusion: based on the available information, the root cause could not be confirmed. Unit has no prior history of rebooting. Customer reported no further issues with the unit rebooting. Review of tickets opened at customer facility found no other reported issue with rebooting. This issue is not suspected to be caused by deficient design.

Manufacturer narrative:
It was reported that the central nurse's station (cns) was stuck in a constant reboot. The customer indicated that the device finally booted up properly after five minutes. The device has been working now with no issue. Customer will call back if issue happens again. No patients harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) was stuck in a constant reboot. No patients harm were reported.